Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The patient expired on (B)(6) 2019. Per the vad coordinator, the pump was not explanted and will not be returning for evaluation. The hm3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced ventricular arrhythmias with speed drops. Log files were submitted and reviewed during analysis noted speed drops on (B)(6) 2019 starting at 1921 when patient settings for the lvad were manually lowered from 5300 to 4800. They were further lowered to 3500 at 1927 and then ramped back up to 5000 rpm at 1931. Noted low flow events starting on (B)(6) 2019 at 1920 just prior to the manual changing in patient¿s lvad speed with no noted low flows prior to this time. There were multiple low flows recorded between 1921 and 1933 which appeared to be due to lowering of the lvad motor speed and or physiological issues with the patient. On (B)(6) 2019 it was reported that the patient was maintained on multiple inotropes and had been declining for some period of time and went to vt/vf. It was reported that the patient had an a line that has been in for an extended period of time. It was then reported that the patient was being treated for pna, but had been in critical care since vad placement requiring significant inotropic support. It was later reported that the patient expired on (B)(6) 2019 due to multi organ failure and the account reported that the device operated as expected, the pump was not explanted, and the device will not be returned for evaluation.